Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported the sets have been hurting and would like to change to different set. The customer had blood sugars that are all over from 50 to 200 mg/dl and so on. They are everywhere, right now it is 175 mg/dl and now 200 mg/dl. Does not know blood glucose at time of incident. The customer had few times it has left a bruise and some blood. Customer declined high blood glucose troubleshoot on pump. The insulin pump will not be returned for analysis.